Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received by medtronic indicated that there was a leak from the valve of the sheath. The sheath was replaced to continue the procedure. No patient complication was reported.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed a shaft kink at 1.36 inches proximal from the tip. The kink was not reported as a complaint and most likely it is a post-procedure failure (e.g. When shipping for analysis). The reported issue (leak from the valve) has been confirmed through testing. Flexcath advance (B)(4) failed the returned product inspection due to a leaking hemostatic valve. Dissection showed the hemostatic valve was leaking; valve was torn.